Event description:
The pt was revised due to pain the surgeon suspected that pseudotumor occurred.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: the head was visually inspected as per customer complaint response (B)(4). This will be further investigated as part of CAPA-(B)(4) investigation plan ipa-(B)(4). However, the part will not be cut immediately until a specific protocol has been agreed. Given this is a one off part it is unlikely that the additional work will provide a root cause of failure for this specific (B)(4). The complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Addendum added 12-april-12. Conclusion and justification status: following further investigation by bioengineering, notification was received that: root cause: undeterminable. Pain has many causes. It is not possible to say whether the pain was due to the implant are not given the limited information. Some taper corrosion was identified. This is to be expected from the literature as taper corrosion is reported for a wide range of products from various manufactures. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.